Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead had dislodged. It was noted that both leads lost slack and pulled into the high right atrium. The ra lead was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.